Event description:
Hcp reported diagnosis via MRI an inflammatory mass at the catheter tip. Patient reported an increase in pain. The pump was delivering 24mg/day of morphine 50mg/ml. Interventions, and patient outcome were not reported. Additional information has been requested, and a follow up report will be filed when that information becomes available.